Event description:
It was reported that the device was used during a laparoscopic oophorectomy. It was reported by the rep that the locking handle closed with no problem. However, upon squeezing the firing lever, the instrument would not fire. There was no consequence to the pt.